Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The initial report would have been submitted on (B)(6)2018 with a due date of (B)(6)2018. Due to an issue with the FDA esg or cdrh emdr processing system on 18-jan-2018, the report was not received in a timely manner.

Event description:
Der states that the surgeon was placing a locking screw in the metaglene. It was also stated that the screw would not fully advance in the extremely hard bone. The surgeon decided to remove the screw. The screw twisted off in half leaving half of the screw in the glenoid. The broken head of the screw was removed without problem. Doe: (B)(6) 2017 left shoulder. Surgical delay- 30 minutes.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device historylot: product no. 130790036, lot no. 5297502 device history review: the DHR analysis of the returned product batch shows an initial conformance of this product regarding its specification. For this batch, there was no deviation or non-conformance. This batch was manufactured in (B)(4) 2017 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.